Manufacturer narrative:
Investigation into this complaint included a retain evaluation, a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: retain evaluation: alinity m resp-4-plex (list 09n79-090) lot 384108 retain sample was tested by the complaint investigation team. No error codes were presented during testing and all testing replicates were interpreted correctly by the assay software. Lot 384108 met the acceptance criteria and validity criteria. Customer data review: review of the customer data was performed. The runs which involved the discrepant results were valid and met assay specification requirements, and no error codes or flags were displayed for the controls. The discrepant results produced valid results, and the amplification curves did not appear abnormal. Quality data review: device history record, batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 384108 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 384108 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 384108 or its components. Complaint history review: a complaint history review was performed to identify any complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-090) lot 384108. A product deficiency was not determined by this review. Based on the investigation elements, a product deficiency could not be identified by this review.

Manufacturer narrative:
Updated d4 with lot 384108.

Event description:
The customer reported 1 false not detected result on the alinity m resp-4-plex amp kit. Sid (sample ID) (B)(6) tested negative on (B)(6) 2023. When retested on a separate platform (cepheid), a positive result for the sars-cov-2 target was obtained. The false result was reported outside of the laboratory. There has been no report of impact to patient management.

Manufacturer narrative:
An elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in UK using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval. As the event occurred over multiple run dates, the following additional mdrs have also been submitted: 3005248192-2023-00259, 3005248192-2023-00260, 3005248192-2023-00261.